Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient started treatment with dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient was hospitalized. On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. The analysis revealed 4000 cells/mm3 leukocytes with 75% neutrophils and 25% lymphocytes. The results of the culture were unknown. On an unreported date, the patient began remedial therapy with reflin (1gm, daily, ip), tobramycin (40mg, daily, ip) and heparin (0.5ml, tid, ip). It was not reported if the dianeal therapy was ongoing. The remedial therapy with reflin and tobramycin and heparin continued. It was unknown whether the peritonitis resolved.

Manufacturer narrative:
(B)(4).the sample was discarded therefore no evaluation was performed. The product code is unknown therefore the 510k number could not be identified and provided.